Event description:
Revision surgery revealed polyethylene wear of the tibial insert.

Manufacturer narrative:
Examination results suggest that this event is not device related but rather is associated with alignment.